Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range shock lead impedance measurements. Clinic evaluation was performed and when the patient sat still normal lead measurements were obtained. However, with range of motion and arms above head, the lead impedance was consistently > 2000 ohms and some noise was noted. Threshold and sensing tests were not performed when the patient's arms were above the head. The device was reprogrammed to ddi 40 to minimize pacing and the patient was advised to try to keep her arms below her head. The plan is to monitor at this time. No adverse patient effects were reported and the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Clinic evaluation was performed and when the patient sat still normal lead measurements were obtained. However, with range of motion and arms above head, the lead impedance was consistently > 2000 ohms and some noise was noted. Threshold and sensing tests were not performed when the patient's arms were above the head. The device was reprogrammed to ddi 40 to minimize pacing and the patient was advised to try to keep her arms below her head. The plan is to monitor at this time. No adverse patient effects were reported and the lead remains in service.